Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What did the "regular disinfection" consist of? Please provide details. What is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an vaginal delivery procedure on (B)(6) 2025 and suture was used. The patient complained of amenorrhea for 39 weeks, redness for 1 day, and abdominal pain for 15 hours, and was admitted at 14:55. At 9:50 am on the first day of admission, a male infant was delivered vaginally with a perineal laceration and underwent suturing surgery. The patient came to the obstetrics ward at 10:00 on the 37th day after surgery and complained that the suture at the perineal wound site was not absorbed. The doctor examined the situation and found that there was a 2cm long suture exposed outside the perineum at the wound site. Clean the sutures under regular disinfection and inform the precautions. Provide psychological comfort. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Primary UDI number. Additional information: h 6. Type of investigation. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: --received information as following from sales rep, please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: - was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - what did the "regular disinfection" consist of? Please provide details. - what is the most current patient status? A manufacturing record evaluation was performed for the device lot s24110078, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.